Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A transend guide wire was placed in the lesion. The 5.0-40mm, 135cm wanda pta balloon dilatation catheter was then advanced over the wire. Upon the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as "good." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).